Manufacturer narrative:
The date of hospitalization was reported to be ¿the end of (B)(6)¿ (exact date unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the peritonitis for ¿about¿ seven days, the patient began treatment for the event with unknown antibiotics (doses, frequencies, and routes were not reported) and the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.